Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
Baxter home care services representative (hcsr) received report from the home patient (hp) for four (4) damaged cases of dianeal, in which "a black stain alongside the box and also alongside the bag" was detected on unknown date(s). According to hcsr, the hp did not state if he had used any of the product, but that he explained he has concern about the product appearance because he was hospitalized three weeks ago (date unknown) for peritonitis. On (B)(4) 2012, product surveillance contacted facility and spoke with peritoneal dialysis nurse regarding this event. The nurse reported that the patient was diagnoses with peritonitis on (B)(6) 2012. The patient was admitted to hospital on (B)(6) 2012 and discharged on (B)(6) 2012. The patient also had an exit site infection caused by the same organism of achromobacter xylosoxidan. The patient was treated with antibiotics and is recovering. The nurse reported that she did not believe the dianeal bags or baxter products were the cause of the peritonitis but it was a result of poor aseptic technique. The patient has been retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. A root cause was not identified. No issues detected during the manufacturing of potentially associated lot numbers gd890418, gd889485 and gd889477. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.